Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) evaluated the unit and verified the reported malfunction. The fiber-optic test displayed "fos ccd array error". The fse replaced the fiber-optic assembly. The unit was then testing correctly without any issues. The unit passed all calibrations and checks. The iabp was cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called to report sensor module failure message on the pump. Customer was unable to obtain bp or bp numbers on the screen so they switched to transduce the central lumen of the iab catheter. The patient was stable.